Event description:
The customer reported the ventilator went vent inop and alarmed. The customer reported the ventilator was in use at the time of the reported problem, and there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech could not duplicate the reported problem, but confirmed there was a vent inop code in the diagnostics log indicating a flow sensor failure. The exhalation flow sensor was replaced as a precautionary measure. Performance verification testing was performed and all tests passed per operating specs.

Manufacturer narrative:
Exhalation flow sensor.